Event description:
It was reported that the patient with this pacemaker experienced syncope due to oversensing. Technical services (ts) was consulted and determined that the system was implanted the day prior to the episode and confirmed that oversensing lead to under pacing for the patient, resulting in the syncopal episode. Ts noted that the automatic gain control was reprogrammed on the right ventricular channel and that a chest x ray may be considered to check lead position. No additional adverse patient effects were reported. This pacemaker remains in service

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.